Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) observed a red call doctor (rcd) on the communicator. The patient was subsequently hospitalized. Technical services (ts) reviewed the most recent communicator connection information, advised the patient to contact the follow-up clinic regarding available device data, and requested that the patient call back when near the communicator to verify its connection status. No adverse patient effects were reported. This crt-d remains in service.